Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
The deployment device/pusher was not able to traverse through the filter with multiple attempts by our md. After the deployment of a 2nd filter, the lot# 11390703 filter was pushed through its sheath onto the table. The filter didn't spring open in the normal fashion. 2 disfunctions. My department believes this should be replaced as its inability to be used was apparently a manufacturer problem.